Manufacturer narrative:
No general issues were identified with the analyzer or reagent. The customer ran a pool of ten negative patient samples six times per day for ten days, always producing negative results. The customer was happy with the performance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable result for one patient sample run with the elecsys total psa immunoassay (tpsa) on a cobas e601 module. The patient had his prostate removed over one year ago. The sample drawn on (B)(6) 2017 had a tpsa of 0.280 ng/ml. The result was reported to the doctor. The doctor did not believe the result and had a new sample drawn a week later. On (B)(6) 2017 the new sample resulted as 0.006 ng/ml with a data flag, which was expected. The doctor wanted to know if an interference caused the event. All other patients were ok and quality controls were acceptable. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The field service representative checked the analyzer but was unable to find a cause. He ran performance testing; results met specifications.

Manufacturer narrative:
The investigation was unable to determine a root cause with the information provided. Additional data were requested but were not available. Calibration signals were within the specified ranges. Quality control data did not indicate an issue. No general issue was identified with the reagent or the analyzer. The issue was most likely due to contamination. Possible causes include: contamination of the sample, dirt on the gripper finger of the analyzer, or sample preparation.